Event description:
The pump was returned for investigation. Investigation found a dim/discolored display. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display screen with pinkish contrast. The keypad cover was torn at the ¿up¿ arrow button with no tactile issues with the buttons. Removal of button cover did not find any anomalies with the button contacts. (B)(6).